Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that prior to a surgical procedure at the user facility, the trigger was sticking, a condition in which the device has the potential to run without user activation. The procedure was completed successfully using back-up equipment. No delay, no medical intervention,and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, trigger sticks with run-on, was confirmed. A trigger failure due to corrosion was diagnosed as the primary failure. The device was repaired and returned.

Event description:
It was reported that prior to a surgical procedure at the user facility, the trigger was sticking, a condition in which the device has the potential to run without user activation. The procedure was completed successfully using back-up equipment. No delay, no medical intervention,and no adverse consequences were reported with this event.